Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter displayed an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 7:00am. The patient was unwilling/unable to state how he manages his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "chest pains" within 30 minutes of the alleged product issue; however, he denied having received treatment. At the time of troubleshooting, the csr noted that there was no indication of product misuse, the alleged issue was not resolved with walk-through retest, the subject meter was not being used for the first time, the error message was not displayed when the power button was pressed, the patient was using the correct testing technique and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "chest pains" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Followup #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.